Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came for a follow up, when it was noted that basal channels show high impedances. There is no history of trauma, redness or swelling around the implant region. It was not possible to determine if the deteriorated auditory performance is because of the affected channels or due to lack of auditory training and exposure.

Manufacturer narrative:
Based on the received information from the field, the auditory performance of the user deteriorated and affected channels have been observed. However, no further information or diagnostic images, despite requested, have received. Therefore, a root cause for reported symptoms cannot not be determined.

Event description:
The user came for a follow up, when it was noted that basal channels show high impedances. There is no history of trauma, redness or swelling around the implant region. It was not possible to determine if the deteriorated auditory performance is because of the affected channels or due to lack of auditory training and exposure.